Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-04763

Event description:
It was reported that the auxilliary power cord outlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the auxilliary power cord outlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.